Event description:
It was reported that the customer had left his insulin pump in his pocket and ran it through the washing machine. Customer stated that the pump was seriously damaged with no display. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad and vibrator assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and broken battery tube threads.